Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with the operating currents within specification. The low battery and off no power alarms functioned properly. The pump passed the self test. The pump had debris under the display window, a cracked belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump powered off without a low battery indicator. The customer's blood glucose level was 182 mg/dl. The product was returned. Nothing further to report.